Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly broke during removal. Reportedly, surgical cutdowns was required to remove the broken piece. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter break and separation issues as no objective evidence was provided for review. However, the identified improper procedure is confirmed as manual traction was performed which was against the IFU. A definitive root cause for the reported catheter break and separation issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. A definitive root cause for identified improper or incorrect procedure or method (use error) was determined to be a user issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Hemosplit and hemosplit xk instructions for use: "catheter removal: the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." Hemosplit and hemosplit xk instructions for use: "catheter removal: the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." Glidepath instructions for use: "evaluate the catheter routinely and promptly remove any nonessential catheter per physician¿s orders. The white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly. After removing the catheter, apply manual pressure to the puncture site for 10-15 minutes until no signs of bleeding are present. Then apply sterile, transparent, semipermeable dressing or dressing per hospital protocol for a minimum of 8 hours. Follow hospital protocol regarding bedrest after catheter removal." Glidepath slim instructions for use: "evaluate the catheter routinely and promptly remove any nonessential catheter per physician¿s orders. The white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly. After removing the catheter, apply manual pressure to the puncture site for 10-15 minutes until no signs of bleeding are present. Then apply sterile, transparent, semipermeable dressing or dressing per hospital protocol for a minimum of 8 hours. Follow hospital protocol regarding bedrest after catheter removal." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly broke during removal. Reportedly, surgical cutdowns was required to remove the broken piece. The current status of the patient is unknown.